Manufacturer narrative:
Continuation of d10: product ID (B)(6) lot# serial# (B)(6) implanted: (B)(6) 2025 explanted: product type implantable neurosti mulator refer to regulatory report #823594780. The patient had two implanted systems and it was not clear which issues pertained to which implanted system. The referenced report pertains to the patient¿s other system. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient (pt) stated that ins was not charging and it was an elective ins replacement. Pt mentioned getting shocked when he touched things but it was not determined what the cause was. An impedance check did not indicate an issue and x-rays showed the leads placement is unchanged. According to the neurosurgeon the info provided by the pain hcp that he did a cervical trial with sprint. It was decided at time of implant to replace the existing intellis ipg with inceptiv and also implant a cervical scs with medtronic scs inecptiv system. Additional information was received from a manufacturer representative (rep). It was clarified that the ins charging issues were due to the patient using the old intellis recharger therefore it did not work with the new inceptiv implant.

Manufacturer narrative:
B3: event date is month and year valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was pt reported that they were implanted with a new upper neck stimulator yesterday and they can't get it to turn on. Pt stated they woke up and there was a box of the external equipment and they were never given mdt rep contact or shown how to use the samsung device. Pt stated that they tried to go to the medtronic website to figure out how to use it but nothing is working. The pt was hard to understand/follow along with at times. Pt mentioned that 'it' was shocking them (agent was not sure on what pt meant by this). Pt stated they almost lost all their walking skills last night and they almost went to the hospital and felt almost like a stroke. Agent understood that the ins from 2023 was also replaced yesterday with another intellis ins. Pt stated now, they cannot get past passive recharge mode to charge the ins in the lower back and they have been trying all morning. Pt stated they got the middle number to 87 and then saw the ins was recharging good but then 'it clicked off'. On the call, pt reset the controller and saw no device found screen. Agent recommended to follow up with hcp to inquire about charging since pt was just implanted yesterday. Pt stated when they had the first implant in, the hcp said they could charge the ins right away. The pt mentioned that after the original ins was placed; 12 hours after, they were in a hit and run and was in the hospital for 7 days. Pt stated their next appointment is april 15th. Agent recommended to follow up with hcp to further address using the new external equipment and ins charging issue.